Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/11/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, inflammation, and pimples at the needle puncture site which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient did a tele-med appointment and was told the site was infected and an ultrasound of the area was recommended. On (B)(6) 2024, the patient then went to his doctor¿s office. An ultrasound was not performed; however, the patient was prescribed oral amoxiclav for the next 15 days. It was also noted upon visual inspection of the area, the patient¿s doctor did not see a retained sensor wire (which was being ruled out as a reason for the patient¿s infection). At the time of follow-up, the patient¿s site was healed, and the patient was ¿fine¿. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
H2: additional informationh6: investigation conclusion - additional